Event description:
It was reported that non-sustained right ventricular oversensing due to noise was observed on the right ventricular (rv) lead. The amplitude of the noise was too large to program around. There were no reported patient sequences.